Event description:
Giraffe rw [rolling warmer] top open for admit. Upon admission and stabilization/assessment, giraffe top closed on own with no human controlling it. We could not manipulate and stop the closure nor open the top back up. We had to turn off rw and reset bed. It again closed on its own. Staff had to clear themselves from getting hit by top. Infant had to be moved from this bed and bed was taken out of service.